Event description:
It was reported that a 10 day old infant with complex congenital cardiac anomalies, experienced difficulty breathing, decreased urine output, and pallor. Neonatologist was called once with lasix ordered and again to come to the bedside. Uvc was checked, flushed with normal saline for patentcy. A 5-6 inch diameter wetness was found under luer lock connection of device. The device and tubing were changed immediately. The neonatologist arrived with findings of pt breathing very hard, ashen gray with little capillary refill of skin, no pulses palpated in bilateral femoral or brachial areas. Prostin increased, o2 saturations not registering. The physician noted EKG changes, increased subcostal and intercostal retractions. Stat EKG verified ischemic heart changes and biventricular along with biventricular hypertrophy. Cardiologist consulted and prostin increased. Infant intubated to avoid apnea from high dose of prostin. Chest compressions required on two separate occasions between 0317 and 0330 due to heart rate below 50. Pt has made at least partial recovery.